Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with discogenic low back pain and underwent the following procedures: anterior decompression l5-s1 and l4-l5. Anterior lumbar fusion l5-s1 with 14 x 23 mm lt cages, large kit bmp and crushed cancellous allograft. Disc replacement l4-l5 with prodisco-l(medium, 6 degree, 10 mm) with two hydrosorb sheets. As per op-notes, ¿we placed hydrosorb directly over the prosthesis as well as the psoas margin and then refocused back at l5-s1. Again, the tang was replaced and again the reamer was checked at 32. We placed a bed of deep crushed cancellous allograft followed by two bmp sponges and then one sponge per cage and one sponge lateral to each cage with additional crushed cancellous allograft in the cages and lateral to the cages.¿ no patient complications were reported. On (B)(6) 2009: the patient was preoperatively diagnosed with discogenic back pain and underwent following procedures: laminectomy l5-s1 right. Posterior fusion l5-s1. Segmental fixation l4 to s1. As per op-notes, ¿we then used a 70 mm rod and screws were placed 45mm at l4, l5 and 40 mm at s1. We attempted to angle the screws at l5 to be just under the prosthesis at l5 to hopefully prevent any further subsidence of this. Once this had been performed, we assembled the system, used a 70 mm rod and all screws were torqued to appropriate torque levels.¿ no patient complications were reported. On (B)(6) 2009: the patient presented 6 days post surgery to make sure she has not developed any further subsidence. On (B)(6) 2009: the patient presented for follow up visit for wound issues. On (B)(6) 2009, (B)(6) 2010: the patient presented for follow up status post surgery. On (B)(6) 2009: the patient underwent CT of lumbar spine due to disc replacement/fusion. Impression: status post disc replacement at l4-l5 with a stable appearing disc implant. Status post posterior decompression and fusion extending from l4-s1 with stable appearance of the fusion. On (B)(6) 2010: the patient underwent CT scan of lumbar spine due to back pain. Impression: anterior and posterior post-op change with anterior decompression at both l4-l5 and l5-s1. Anterior disc replacement prosthesis is in place at l4-l5 and there are anterior fusion cages at l5-s1. The hardware is in satisfactory position at all levels. No residual central canal or foraminal stenosis is seen through the post op levels. There is lucency above the left l4 pedicle screw with surrounding sclerosis. This may indicate minimal loosening of the screw on the left. There is no loosening of the right l4 screw. Annular disc bulge, probable right foraminal superimposed herniation and facet and ligamentum flavum hypertrophy at l3-l4 resulting in bilateral foraminal stenosis with a mild degree of central canal stenosis. On (B)(6) 2010: the patient presented for follow up due to increasing back pain with simple activities. CT scan showed some loosening of her hardware at l4, and also annular disc bulging with facet and ligamentum flavum hypertrophy at l3-4 resulting in bilateral foraminal stenosis. On (B)(6) 2010; the patient underwent CT of the lumbar spine without contrast due to low back pain. Impressions: anterior decompression at both l4-l5 and l5-s1 with anterior fusion at l5-s1 and anterior disc replacement at l4-l5. In addition, there is bilateral metallic pedicle screw and peek rod instrumentation in place. The screws are in place at l4,l5 and s1. There is however, loosening of the l4 screws on both sides. Annular disc bulge with facet and ligamentum flavum hypertrophy at l3-l4 resulting in bilateral foraminal stenosis but no central canal stenosis. On (B)(6) 2010: the patient presented for follow up visit for back pain and leg pain and her ability to heal. On (B)(6) 2010: the patient presented for follow up visit for pain, particularly low back and left leg pain. The patient underwent CT lumbar spine with reconstruction. Impressions: posterior fusion of l4-s1 and solid anterior fusion of l5-s1 with inter body disc replacement at l4-l5. No evidence of hardware loosening or displacement. On (B)(6) 2010: the patient underwent MRI of cervical spine without contrast. Impression: degenerative disc changes in the cervical spine. These are most significant at c5-c6. This level show significant left sided canal and left neural foraminal narrowing. The patient underwent MRI of thoracic spine without contrast. Impressions: mild degenerative changes at the thoracolumbar junction.

Event description:
It was reported that on: (B)(6) 2009, (B)(6) 2009, (B)(6) 2010: the patient presented for follow up status post surgery. On (B)(6) 2009: the patient underwent CT of lumbar spine due to disc replacement/fusion. Impression: status post disc replacement at l4-l5 with a stable appearing disc implant. Status post posterior decompression and fusion extending from l4-s1 with stable appearance of the fusion. On (B)(6) 2010: the patient underwent CT scan of lumbar spine due to back pain. Impression: anterior and posterior post-op change with anterior decompression at both l4-l5 and l5-s1. Anterior disc replacement prosthesis is in place at l4-l5 and there are anterior fusion cages at l5-s1. The hardware is in satisfactory position at all levels. No residual central canal or foraminal stenosis is seen through the post op levels. There is lucency above the left l4 pedicle screw with surrounding sclerosis. This may indicate minimal loosening of the screw on the left. There is no loosening of the right l4 screw. Annular disc bulge, probable right foraminal superimposed herniation and facet and ligamentum flavum hypertrophy at l3-l4 resulting in bilateral foraminal stenosis with a mild degree of central canal stenosis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient underwent spinal fusion surgery on the lumbar region where only select parts of rhbmp-2/acs were used. The rhbmp-2 collagen sponge was placed outside the cage. Post op- patient complained of worsening pain in the low back with associated radiculopathy in the lower extremities. Severe pain and symptoms compelled patient to undergo a revision surgery.